Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not focusing properly. The issue was found during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed the leak test. A definitive root cause could not be identified. Based on the results of the investigation, there were image issues likely due to a faulty cable/connector. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.